Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed high capture thresholds on the right ventricular lead. On (B)(6) 2015, device interrogation revealed loss of ventricular capture. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure.